Event description:
It was reported that during a non-device related surgery the physician used electrocautery which caused the pulse generator to go into backup vvi mode. The device was restored after a software download.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.